Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc syringe. Customer states that the ink of grid lines on the barrel smeared. The returned syringe was examined and exhibited smeared ink on the barrel. Unable to perform DHR check due to unknown lot number. On 05dec2017, (B)(4) received one (1) 1ml, 12.7mm, 29g loose syringe from an unknown batch. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe, it was noted that the sample received exhibited a scratched print scale, typically seen when the print is not cured properly and is freely moved along the exterior of the barrel. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) was initiated by the (B)(4) plant for print related defects and their associated root cause(s).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the ink of the grid lines on the barrel were found smeared on a 1ml 29g x 1/2 in. Bd ultra-fine¿ insulin syringe prior to use. There was no report of medical intervention.